Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise. There were two episodes of ventricular fibrillation (vf) without a shock, six episodes of ventricular tachycardia (vt) with inappropriate anti-tachycardia pacing (atp), and over 300 non-sustained ventricular episodes. A lead fracture was suspected. Daily measurements showed linear decrease of rv pacing impedance measurements. A revision procedure was scheduled, and this rv lead was surgically abandoned. A new rv lead was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician said the two episodes of ventricular fibrillation (vf) were interpreted as noise, and therefore they were not indicative of true vf. Therefore, there was no asystole. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.